Event description:
As reported, two catheters in a row both showed through breakage and fracture. One device, a 6f 100 cm extra-back up (xb 3) vista brite tip guiding catheter was opened and another unknown extra-back up (xb 3.5) was affected. There was no reported patient injury. The devices are expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device catalog and lot number was not provided. The device was not returned for evaluation.

Manufacturer narrative:
As reported, two catheters in a row both showed through breakage and fracture. The problem was found before the procedure. One device, a 6f 100 cm extra-back up (xb 3) vista brite tip guiding catheter was opened and another unknown extra-back up (xb 3.5) was affected. There was no reported patient injury. Additional event details were requested; however, not provided. The device was not returned for evaluation. The reported customer event "catheter (body/shaft): cracked" could not be substantiated for either device. No conclusions can be made on the second device because it was not returned for analysis. Storage or handling factors may have contributed to the observed damages. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure." Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.